Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 14-jan-2025. Investigation summary: bd received 20 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode of stopper coring was observed. The customer reported defect of incorrect stopper formulation. The customer samples were evaluated by functional testing and the issues of stopper coring and incorrect stopper formulation were not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual observation and no stopper issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper coring based on photos. Bd was not able to identify an exact root cause for the indicated failure mode. This complaint is unable to be confirmed for the indicated failure mode incorrect stopper formulation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum plus blood collection tubes that an unspecified number of stoppers were difficult to puncture and exhibited coring. Coring resulted in pieces of the stopper falling inside the tube. There was no health impact or consequence reported.

Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum plus blood collection tubes that an unspecified number of stoppers were difficult to puncture and exhibited coring. Coring resulted in pieces of the stopper falling inside the tube. There was no health impact or consequence reported.